Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. It was also observed that an event code was logged in the device that is indicative of a device lock up. The event code was cleared from the device memory and was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported and observed issues could not be determined.

Event description:
The customer contacted stryker to report that their device would intermittently cycle power. In this state, defibrillation therapy may be delayed or not available if needed. In addition, upon evaluation of the device, stryker observed that the device logged a potentially critical event code that is indicative of a device lockup. This issue is patient related; however, there was no adverse patient outcome reported.